Manufacturer narrative:
Product analysis: as found condition: the pipeline vantage braid was returned inside of a biohazard bag and a shipping box. There was no pushwire or catheter returned with the braid. Visual inspection/damage location details: the distal and proximal ends of the braid appeared not opened due to damaged braid. No other anomalies were observed. Testing/analysis: n/a. Conclusion: based on the returned device, the customer report of failure to open at the distal end was confirmed as the distal and proximal ends of the braid appeared not opened due to damaged braid. The damage to the ends of braid is possibly the results of the physician re-sheathing the device more than recommended two times. The cause of failure to open could not be determined. Possible cause of failure to open includes damaged braid. However, the customer report of "resistance during delivery" was not confirmed as the braid was returned without the pushwire and catheter. The cause could not be determined. Customer reported that vessel tortuosity was normal and continuous flush with heparinized saline was used during delivery. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the patient was undergoing surgery for treatment of a right carotid-cave aneurysm with a diameter of 3.4mm, a 2.8mm neck diameter, and a 3.3mm height; proximal pad was 3.6mm and distal pad was 4.6mm. It was noted the patient's vessel tortuosity was normal. It was reported that there was no catheter resistance. There was no damage observed to the pipeline pushwire or catheter. The pipeline was not placed in a vessel bend when it failed to open. Additional steps in attempt to open the pipeline included resheathing multiple times. A phenom 27 was used.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a ped3 pipeline was stuck in the catheter and failed to open. The doctor was unable to deploy the stent because it would not open into the catheter. The catheter was flushed continuously with heparanized saline. The pipeline failed to open in the distal section. The pipeline as removed from the patient. It was reported no patient was involved with the event.